Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11056. It was reported that catheter removal difficulties were encountered. The target lesion was located in an artery in the left side of the heart. After a drug-eluting stent was deployed, a 3.25mm x 20mm nc emerge® balloon catheter was advanced for post-dilatation. The balloon inflated well; however, during deflation, the balloon did not rewrap itself on the catheter. As the physician pulled the device back into the guide catheter, the guide catheter moved forward into the left main artery due to resistance. Eventually, the physician was able to successfully pull the device out of the left main artery and from the patient. A 3.50mm x 20mm nc emerge® balloon catheter was then advanced for further post-dilatation. The balloon worked well; however, it also did not rewrap properly. The device was removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.